Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty in 1998. Subsequently, patient underwent a poly swap in 2008 due to an unknown reason. Patient underwent a further revision procedure on (B)(6) 2015 due to the femoral post shearing caused by the patient's condition. The tibial bearing and locking bar were removed and replaced.